Event description:
The facility representative reported a colleague infusion pump with multiple 810:15 failure codes. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00

Manufacturer narrative:
(B)(4). The reported condition of multiple 810:15 failure codes was confirmed during review of the event history log review. The assignable cause was a faulty pump head module (phm). The phm was replaced to correct the reported problem. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4): a device history review was performed, finding that no exceptions were noted during the manufacturing of this device.a service history review revealed the device has not been sent in for prior service, therefore no previous service events were related to the reported condition.